Manufacturer narrative:
UDI (B)(4). The catheter was evaluated and the following observations were noted. The sensor diaphragm was broken therefore no testing was possible. A review of manufacturing records was performed and the device was found to have conformed to specification when released. Based on the evaluation provided we were able to confirm the complaint and determine the cause of the problem stated to be mishandling of the catheter. No further investigation or corrective action is anticipated.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during the procedure, the microsensor could not be detected by the icp. The physician changed with a new microsensor which could be detected by the icp successfully. There was no surgical delay and no adverse consequence to the patient.